Event description:
As reported to coloplast, a patient experienced pubic surgery site infection. After antibiotic treatment for one week, the infection had resolved. The patient subsequently reported mild scrotal pain and was treated with medication. The device remains implanted to date.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Because the device remains implanted, coloplast accepts the physician's observation of infection and report of mild scrotal pain as the reason for the medical attention. Device still implanted - not returned.